Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('several separate fragments of thin coiled metal (essure coil)'), fallopian tube perforation ('migration/perforation: fallopian tubes/failure to occlude (close), fallopian tube(s),'), uterine perforation ('migration/perforation: uterus/failure to occlude (close), fallopian tube(s)/migration of essure device location of device: unknown. Not found in uterus') and pregnancy with contraceptive device ('pregnancy: termonation') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 (dob ((B)(6) 2007), ((B)(6) 2009)). Concomitant products included levonorgestrel (mirena) since 2009. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced vertigo ("other injury(ies) or complication(s) please describe: vertigo"), 4 days after insertion of essure. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced ovarian cyst ("cyst on left ovary"). In (B)(6) 2016, the patient experienced neuropathy peripheral ("nuero condit/problem/neurological conditions or problems/type: bilateral peripheral neuropathy nos"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain/lower back pain"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches"), abdominal pain lower ("right and left lower abdomen") and cyst ("reproductive system disorder or condition: complex cyst") and was found to have neoplasm ("tumor"). The patient was treated with surgery (salpingectomy (unilateral), fallopian tube ligation bilaterally). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, dyspareunia, intermenstrual bleeding, blood disorder, cardiac disorder, psychological trauma, bladder disorder, fatigue, headache, neoplasm, vertigo, ovarian cyst and cyst outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, cystitis, urinary tract infection, vaginal infection, vaginal discharge, neuropathy peripheral, weight increased, vaginal haemorrhage, alopecia and abdominal pain lower had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cyst, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, neoplasm, neuropathy peripheral, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder problems, bladder infection, uti, vaginal infection, vaginal discharge. Current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: left unilateral occlusion (left tube occluded) was informed that left fallopian tube was successfully occluded, but device was not visible in right fallopian tube. Advised that I could undergo a repeat of the procedure. Pregnancy test - on (B)(6) 2018: positive. Ultrasound scan - on an unknown date: not found in uterus per ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received: event device breakage was added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('several separate fragments of thin coiled metal (essure coil)'), fallopian tube perforation ('migration/perforation: fallopian tubes/failure to occlude (close), fallopian tube(s),'), uterine perforation ('migration/perforation: uterus/failure to occlude (close), fallopian tube(s)/migration of essure device location of device: unknown. Not found in uterus') and pregnancy with contraceptive device ('pregnancy: termonation') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 (dob ((B)(6)2007), ((B)(6)2009)). Concomitant products included levonorgestrel (mirena) since 2009. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2014, the patient experienced vertigo ("other injury(ies) or complication(s) please describe: vertigo"), 4 days after insertion of essure. In (B)(6)2014, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In(B)(6)2015, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2015, the patient experienced ovarian cyst ("cyst on left ovary"). In (B)(6) 2016, the patient experienced neuropathy peripheral ("nuero condit/problem/neurological conditions or problems/type: bilateral peripheral neuropathy nos"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain/lower back pain"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6)2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches"), abdominal pain lower ("right and left lower abdomen") and cyst ("reproductive system disorder or condition: complex cyst") and was found to have neoplasm ("tumor"). The patient was treated with surgery (salpingectomy (unilateral), fallopian tube ligation bilaterally). Essure was removed on(B)(6)2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, dyspareunia, intermenstrual bleeding, blood disorder, cardiac disorder, psychological trauma, bladder disorder, fatigue, headache, neoplasm, vertigo, ovarian cyst and cyst outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, cystitis, urinary tract infection, vaginal infection, vaginal discharge, neuropathy peripheral, weight increased, vaginal haemorrhage, alopecia and abdominal pain lower had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cyst, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, neoplasm, neuropathy peripheral, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder problems, bladder infection, uti, vaginal infection, vaginal discharge. Current weight 135 lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: left unilateral occlusion (left tube occluded) was informed that left fallopian tube was successfully occluded, but device was not visible in right fallopian tube. Advised that I could undergo a repeat of the procedure. Pregnancy test - on (B)(6)2018: positive. Ultrasound scan - on an unknown date: not found in uterus per ultrasound. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation: fallopian tubes/failure to occlude (close), fallopian tube(s),'), uterine perforation ('migration/perforation: uterus/failure to occlude (close), fallopian tube(s)/migration of essure device location of device: unknown. Not found in uterus') and pregnancy with contraceptive device ('pregnancy: termination') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 (dob ((B)(6) 2007), ((B)(6) 2009)). Concomitant products included levonorgestrel (mirena) since 2009. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced vertigo ("other injury(ies) or complication(s) please describe: vertigo"), 4 days after insertion of essure. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced ovarian cyst ("cyst on left ovary"). In (B)(6) 2016, the patient experienced neuropathy peripheral ("neuro condit/problem/neurological conditions or problems/type: bilateral peripheral neuropathy nos"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain/lower back pain"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), metrorrhagia ("metrorrhagia (bleeding between periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches"), abdominal pain lower ("right and left lower abdomen") and cyst ("reproductive system disorder or condition: complex cyst") and was found to have neoplasm ("tumor"). The patient was treated with surgery (salpingectomy (unilateral), fallopian tube ligation bilaterally). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, dyspareunia, metrorrhagia, blood disorder, cardiac disorder, psychological trauma, bladder disorder, fatigue, headache, neoplasm, vertigo, ovarian cyst and cyst outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, cystitis, urinary tract infection, vaginal infection, vaginal discharge, neuropathy peripheral, weight increased, vaginal haemorrhage, alopecia and abdominal pain lower had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cyst, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, metrorrhagia, neoplasm, neuropathy peripheral, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder problems, bladder infection, uti, vaginal infection, vaginal discharge. Current weight (B)(6) lbs . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: left unilateral occlusion (left tube occluded) was informed that left fallopian tube was successfully occluded, but device was not visible in right fallopian tube. Advised that I could undergo a repeat of the procedure. Pregnancy test - on (B)(6) 2018: positive. Ultrasound scan - on an unknown date: not found in uterus per ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury nos was replaced with events from pfs: pregnant under essure micro-insert, device ineffective, fallopian tube perforation, uterine perforation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), blood/heart disorder, psych injury, bladder problems., bladder infection, uti, vaginal infection, vaginal discharge, fatigue, headaches, neuro condit/problem, tumors, weight gain. Laboratory data was added. Essure removal date was added. On 19-sep-2019: pfs received. Events per pfs: abnormal bleeding (vaginal), pregnancy (termination), neurological conditions or problems type: bilateral peripheral neuropathy nos ¿ exacerbated, injury(ies) or complication(s) please describe: vertigo, hair loss, abdominal pain lower, ovarian cyst, cyst nos. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.